Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/15/1999 and was last repaired on 01/16/2013 for a non-related issue. Eval of the device observed that the 1", 3" and 4" width plates were nicked and worn, and these width plates were older style components. The reciprocating arm of the device was discolored. It was also observed that the motor sleeve was worn. Prior to repair, the device was outside calibration specs at the zero thickness setting on the left and right side and the side to side calibration. Unable to determine a cause of the customer's reported event; however, improper handling most likely caused the lack of calibration at the zero thickness setting and wear to the width plates and motor sleeve, as well as the discoloration of the reciprocating arm. The device was serviced and returned to the customer.

Event description:
It was reported that the physician was unable to get a clean graft while using the zimmer air dermatome. Add'l clinical f/u with the customer indicated that the grafts were not optimal, but were able to be used. There were no unplanned graft harvests required, the device was used to complete the procedure and there was no extension in surgical time.